Event description:
Customer reported that the ventilator was cycling on a patient when the ventilator started to smoke. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out and removed from the room. The ventilator was taken to the bio-med department.